Event description:
The international customer reported the ventilator could not operate on ac power but would operate on battery power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the power supply to address the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.